Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium coil detached prematurely in the microcatheter and it migrated into the middle cerebral artery, causing an occlusion. The patient was being treated form a ruptured saccular aneurysm in the left internal carotid artery. The max diameter was 8mm and the neck diameter was 6mm. Patient blood flow was normal and vessel tortuosity was moderate. While attempting to place this axium coil, the microcatheter kicked out of the aneurysm. The physician rode the microcatheter over the coil to re-enter the aneurysm. Once back inside the aneurysm he noticed the coil was not moving with multiple attempts to advance or withdraw. He then noticed the coil had detached from the microcatheter early. An attempt was made with a tulip snare to snare the coil but this was unsuccessful and the coil migrated into the middle cerebral artery, causing an occlusion. A solitaire was then deployed across the coil and retracted into a guide catheter under aspiration to successfully remove the coil from the patient. The coil was removed from the patient with a solitaire. Coil was removed via a solitaire and patient was placed on blood thinners due to the occlusion the coil was causing. Surgical intervention was required. The pushwire was no bent or broken. There was no friction or difficulty during the delivery. The physician repositioned the coil two times. The physician did not attempt to detach the coil. The physician did not attempt to detach the coil. The delivery pusher was not rotated during the procedure. Continuous flush was administered during the procedure. Ancillary devices: stryker sl-10 microcatheter, penumbra benchmark guide catheter.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no additional intervention was required after the detach coil was successfully retrieved and removed with the solitaire.